Event description:
I have a st jude defibrillator/pacemaker, model cd2311-36. My cardiologist wanted me to undergo a cardiac MRI to see if I was eligible for a cardiac ablation. I had problems with the test and now have what I believe is ptsd, worsening of my heart problems and a damaged implantable device which the rep for st jude's states that they won't replace the device. The part that will vibrate a warning if my afib will be over 3 mins, telling me to get to a hospital asap because a stroke is possible, is now not working. The defibrillator is supposed to be working 100% and hence, they see no need to replace it. I have physical problems now stemming from anxiety attacks, extreme tachycardia at times, and other items. My whole life came to a screeching halt with this MRI. I was not warned of any side effects, and evidently no one bothered to find out if my defib/pacemaker was supposed to be subjected to this. And now "I" must live with this like this. I still have the implantable device inside me.